Event description:
It was reported that the patients ipg was depleting faster than expected. The patient underwent an spinal cord stimulator (scs) explant procedure and was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(4); batch: (B)(4).